Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - volista. It was stated the cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 30th december, 2022 getinge became aware of an issue with one of surgical lights - volista. It was stated the cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 30th december, 2022 getinge became aware of an issue with one of surgical lights - volista. It was stated the cover was damaged with risk of falling. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - volista. It was stated the cover was damaged. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the issue was solved. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the damaged cover could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incidents of missing covers or their particles on volista surgical lights occur at a very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Issue investigated herein was further analyzed by subject matter experts at the manufacturing site. As they stated, the incident is probably due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages (volista IFU 01781 en 19, pages 60, 63-64). Additionally, the users are requested to pay attention to cracks in plastic parts (volista IFU 01781 en 19, pages 37-38). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.

Event description:
On 30th december, 2022 getinge became aware of an issue with one of surgical lights - volista. It was stated the cover was damaged with risk of falling. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.